Manufacturer narrative:
An ultraflex¿ tracheobronchial delivery system was returned for analysis, the stent was not returned. Visual analysis found the distal end of the shaft was kinked at multiple locations. No other issues were identified during the product analysis. The cause of the damage is consistent with application of excessive force to the delivery system and was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ tracheobronchial stent was used in the bronchi during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during the procedure, as the physician started deployment a lot of force was required to pull the release suture. The delivery system bent and seemed like it was rolling back to proximal side in the bronchus and the stent was partially deployed. The physician applied force and the catheter got kinked. The partially deployed ultraflex¿ tracheobronchial stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was used in the bronchi during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, as the physician started deployment a lot of force was required to pull the release suture. The delivery system bent and seemed like it was rolling back to proximal side in the bronchus and the stent was partially deployed. The physician applied force and the catheter got kinked. The partially deployed ultraflex tracheobronchial stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.